Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices band ligation procedure performed on (B)(6) 2022. During the procedure, they were able to deploy the first band sufficiently; however, the succeeding bands could no longer be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the third, fourth, and fifth bands were entangled.

Manufacturer narrative:
Medical device problem code: (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that there were four bands attached in the ligator head, and one of them was damaged. The ligator head teeth were bent/damaged. The trip wire was secured, and the slack was taken up correctly. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. Per media analysis, it was observed from the provided photo that some bands had overlapped and moved from their position. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the attached bands in the ligator head had moved and overlapped. The ligator head teeth were also bent/damaged. It is possible that due to user manipulation during preparation, some technique performed during procedure and/or even anatomical factors contributed as well, causing some knots along the suture thread got dislocated from the teeth on the ligator head. If the knots got dislocated along the suture thread, it could encounter difficulties releasing the bands, which may have caused some bands got overlapped within each other. Also, due to resistance/tension submitted on the device during the deployment, the teeth got damaged and one band got damaged as well. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices band ligation procedure performed on (B)(6) 2022. During the procedure, they were able to deploy the first band sufficiently; however, the succeeding bands could no longer be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the third, fourth, and fifth bands were entangled.